Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation using a faradrive steerable sheath clear the patient experienced an st segment elevation. Upon exchanging the farawave catheter in the faradrive sheath for a non-boston scientific mapping catheter to perform a post-map of the left atrium (la) an st segment elevation was observed on the inferior leads. Manipulation of all inserted devices was stopped, and the patient was administered 0.4mg of nitroglycerin which seemed to lower the st elevation. The procedure was completed. The device is not expected to be returned for analysis due to disposal.